Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the videoscope tested positive for an unexpected contamination three times. It is believed that the bacteria is being harboured in the area of the worn epoxy. The issue was found during reprocessing. On (B)(6) 2024, the device tested positive for 20 colony forming units (cfus) of enterobacter cloacae, 12 cfu of klebsiella pneumoniae and 10 cfu pseudomonas aeruginosa. On (B)(6) 2024, the device tested positive for 2 cfu of pseudomonas aeruginosa and 1 cfu of klebsiella pneumoniae. On (B)(6) 2024, the device tested positive for 4 cfu of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. The complaint investigation reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jan 22, 2025. Sampling from: suction biopsy channel, air-water channel. Cfu: 0cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation.

Event description:
No additional information received from customer.